Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative performed an navigation system check-out and replaced the pcoip client. The issue resolved and the system is functioning as intended. The pcoip client was returned to the manufacturer for evaluation. Functional testing; visual/physical examination was performed and the reported issue was confirmed. The pcoip client was tested and logs indicated software reboot at 17 sec, 17 sec, and 2 min 19 sec. The reported issue was due to an interconnect failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that while doing a microscope calibration, the camera cart was constantly flashing the pixel compression over internet protocol (pcoip) screen. This issue was noted outside of a procedure, and there was no patient involvement.

Manufacturer narrative:
The pcoip zero client was returned to the manufacturer for analysis. Analysis found that logs indicated the software rebooted multiple times. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.